Event description:
Report received from abbott international affiliate of the "connector had become separated from the pressure tubing. No report of patient involvement. No report of adverse patient event." Multiple attempts to obtain additional information were unsuccessful.